Event description:
As reported: plastic by-pass tube covering the collagen plug of the manta device did not fit / lock into the manta sheath valve. A new device was used, sheath exchanged and closure achieved successfully with second device.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
One 18f ce manta closure, one 18f ce sheath, one 18f ce introducer, and one 8f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. The 18f ce manta closure did not exhibit an engaged lever. No damages or tears in the button valve were noted. The closure unit was functionally tested for bypass tube advancement. Resistance was observed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure in the left common femoral artery. Micro puncture and ultrasound guidance were utilized to achieve a medial positioned access. Arteriotomy was 8mm, mild calcification (<25%) posteriorly scattered, and severe tortuosity in the common iliac artery. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance and could not be locked into the manta sheath valve. The first 18f ce manta closure and sheath were removed and a new 18f ce manta closure and sheath were placed; successfully achieving hemostasis. The manta device is contraindicated in the following: marked tortuosity of the femoral or iliac artery.